Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be released from the delivery catheter. It was noted that the lp was able to release outside of the body. The lp was removed and replaced. There were no patient consequences.